Manufacturer narrative:
Submit date: 11/11/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reported that the gauze is flaking upon use. The customer removed the gauze sponges from the field and removed any flaking pieces from the wound and used another pack of sponges. Delay was minimal and only related to discarding the sponges in use and removing flakes of gauze from the wound and getting another pack.

Manufacturer narrative:
Submit date: 03/15/2017. A device history record (DHR) review of the reported condition confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One sample was received for evaluation. There appeared to be some dropped threads caused by linting gauze. Based on the investigation and analysis, the root cause was identified as the gauze roll is slit by first crushing then cutting which generates some tiny fraying on the cut edge of the slitting roll. A formal corrective and preventative action (CAPA) has been opened to solve this problem. The corrective actions taken by the suppliers are to improve the cutting and folding method. The last lot number for 441601a was 14152a which was manufactured in june 2015. The supplier no longer manufactures the product 441601a after aug 2015. The reported lot for this complaint was made prior to the actions taken. This complaint will be used for trending purpose.